Event description:
It was reported that the probe activated in the off position. The device turned on by itself. Burned hole in patient drape. It was reported that the procedure was completed successfully with no medical intervention or adverse consequences to the patient

Manufacturer narrative:
The reported failure condition (continuous activation) was confirmed on the returned unit. Saline water residue was observed on the bottom of the handle, all around the base (outlet) of the communication cable and suction tube. The returned unit was activated at least 30 times or more, for at least 291 seconds before the unit failed by continuous activation. The returned unit was dissected to verify the electrical connections. Inside the handle, saline water, humidity inside the button domes, saline water residue and rust was observed which indicates that saline water accessed the inside of the probe reaching the electrical connections which consequently caused the reported malfunction during surgery. No abnormal condition was observed in terms of assembly of the wire connections, wire arrangement with the e-prom pins, green clip and red cable connection. In order to rule out fluid ingression due to a manufacturing related defect through the glued parts of the serfas probe: the lumen¿s joint with the core, the glue joint between the inner lumen and ceramic, and the glue joint between the suction tube and the inner lumen were evaluated by pouring saline water through the joints and observing if there was any water ingress into the handle. No fluid ingression was observed through those points. It is possible that during surgery, the suction tube was inadvertently pulled hard enough to detach it from the probe (the unit was returned without the suction tube) causing saline water ingress into the handle accessing the electrical connections, pc board and button actuators inside the handle. The fluid (saline water, tissue and/or blood) presence inside the handle, will provide an energy path in between the electrical connections and even though the buttons might not be pressed at the moment, a continuous activation condition may be observed. Only the ceramic tip is intended to be submerged in liquid. If fluid ingress through the handle¿s communication and suction tube¿s outlets, accessing the electrical connections, pc board and button actuators inside the handle, it will lead to unit malfunction. Therefore, the most probable cause for the reported condition is identified as water ingression due to a user related error of detaching the suction tube during surgery. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the probe activated in the off position. The device turned on by itself. Burned hole in patient drape. It was reported that the procedure was completed successfully with no medical intervention or adverse consequences to the patient

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.